Event description:
Questionable sterility issue w/ sterile supply pack. Hair was discovered within the initial fan folds of the pack. Hair approximately 1 cm in length. Discovered when opening for surgical procedure. Pack discarded & another obtained. No break in aseptic technique, no patient exposure, no patient harm.